Manufacturer narrative:
As the suspect device was not returned, no evaluation could be completed. However, the alleged strip lot is from the list of affected lots included in res 80018. Due to the alleged lot being associated with the reagent cracking failure mode, it is possible that reagent cracking could have caused or contributed to the customer¿s allegation. The allegation was not able to be reproduced but the complaint is being verified based on a known issue with the alleged strip lot.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) (aviva insight system), is related to case with patient identifier (B)(6) (performa nano system).

Event description:
It was reported that the patient had a hypoglycemia event from taking too much insulin based on a blood glucose result from the aviva insight system. This event occurred a "few" weeks ago. The blood glucose result was 21.0 mmol/l and the patient administered a corrective bolus of insulin. The type and amount of insulin was not provided. The patient took a second test within 5 minutes and the blood glucose result was 2.1 mmol/l. The patient felt delirious and she was not able to self-treat. The patient received help from her partner by retrieving food and glucose tablets. The patient was not taken to the hospital. No further information was provided. On (B)(6) 2018, the patient received the following results, with two different meters, within 10 minutes. At 12.30 p.m., the blood glucose result was 3.3 mmol/l on the aviva insight system. She then proceeded to check her blood glucose levels every 10 minutes for the next 30 minutes and the blood glucose results were fluctuating between "2.1 mmol/l to 3.3 mmol/l" on the aviva insight system. At the same time, the performa nano system gave a blood glucose result of 5.4 mmol/l. Return of the suspect device was requested for evaluation.